Event description:
Healthcare professional reported left side capsular contracture, baker grade not specified and textured to smooth implant exchange. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5

Event description:
Healthcare professional clarified left capsular contracture as baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:analysis of the returned device identified: weight to spec, crease fold, observed 40 mm dark patch edge material inside gel device, observed split in patch area, it is out of specification per qa 199.04 and white calcification in the shell. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: split in patch area, assessed as a workmanship.

Event description:
Device was explanted.